Event description:
It was reported the patient was unable to set the ipg into MRI mode and x-rays indicated that one lead had migrated and was fractured. As a result, the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue. It is unknown which lead had migrated and fractured.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), batch: 3434540.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2025 where the leads were explanted and replaced to address the issue. Effective stimulation was restored.